Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that (B)(6) 2024, a 27mm navitor valve was selected for an implant. During the procedure, during pre balloon valvuloplasty, the patient developed complete heart block. Rhythm never returned, this was prior to 27mm navitor valve and delivery system entering the patient. Patient require a permanent pacemaker implant the following day on (B)(6) 2024. The device was successfully implanted with a depth on 5mm. Patient current rhythm was sinus with right bundle branch block. The patient is stable,

Manufacturer narrative:
It was reported that the patient developed complete heart block and rhythm never returned during pre-balloon valvuloplasty, prior to 27mm navitor valve and delivery system entering the patient. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from field indicated that the valve was successfully implanted at a 5mm depth. The patient was reported to have sinus rhythm with right bundle branch block. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.